Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used for event date. H6: (health effect clinical codes 4, 5, 6)- e0807, e0830, e0837). The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema, iop increase, decreased/impaired vision, corneal edema, macular edema, and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Hyphema, iop increase, decreased/impaired vision, corneal edema, macular edema, and uveitis are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR # reference: 47143.

Event description:
The following was reported through a review of the article titled, "long-term effectiveness of the trabecular micro-bypass (istent): 3-year real world data in glaucoma and ocular hypertension". Reportedly following cataract surgery in conjunction with trabecular microbypass stent system procedures in a total of four-hundred and sixty-four (464) operative eyes, there were four (4) cases of vision loss greater than or equal to two (2 lines) on snellen; seventeen (17) cases of uveitis; ten (10) cases of macular edema; and eight (8) cases of corneal edema. Additionally per report, one (1) eye presented with a persistent hyphema and elevated intraocular pressure (iop) which required an anterior chamber washout. Additional information has been requested. Please see attached article for further details. Reference doi.org/10.1007/s10792-025-03848-0.